Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous right superficial femoral artery (sfa). After a 6f non-bsc introducer sheath was inserted from the right femoral artery, a 35 non-bsc guidewire crossed the lesion. Then a 6.0x40, 75cm mustang balloon catheter was advanced but failed to cross the lesion. A non-bsc support catheter was then inserted and the guidewire was exchanged with a 014 non-bsc wire. A 5.0mmx100mmx80cm (4f) sterling¿ balloon catheter was advanced for dilation. However, during the first inflation at 10 atmospheres, the balloon ruptured after being inflated for 10 seconds. The device was completely removed from the patient and replaced with a 5x10 non-bsc balloon catheter. Dilatation was then performed at 15 atmospheres. Then a 6x12 innova stent was deployed in the lesion and post dilated using a non-bsc balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was good.